Manufacturer narrative:
Device evaluated by bd service and not returned to manufacturing facility for evaluation. A review of the complaint history record was performed for the sn (B)(4), which did not confirm similar complaints with the same or related failure mode. A review of the device history record showed the device had a manufacture date of 11apr2017. The review was performed from the date of manufacture to the present date 22feb2021. A review of the device history record for sn (B)(4) was performed which confirmed that this device was not involved in a production failure which correlates to the customer reported issue.

Event description:
It was reported that the device had damage housing + pole clamp. There was no reported patient involvement.

Manufacturer narrative:
"Device manufacture date, imdrf annex a,b,c,d and g grid and manufacturer narrative" fields are updated. Device evaluated by bd service and not returned to manufacturing facility for evaluation. A review of the complaint history record was performed for the sn (B)(6), which did not confirm similar complaints with the same or related failure mode. A review of the device history record showed the device had a manufacture date of 11apr2017. The review was performed from the date of manufacture to the present date 15mar2021. A review of the device history record in sap for sn (B)(6) was performed which confirmed that this device was not involved in a production failure which correlates to the customer reported issue.

Event description:
It was reported that the device had damage housing + pole clamp. There was no reported patient involvement.

Event description:
It was reported that the device had damage to the housing and pole clamp. There was no reported patient involvement.

Manufacturer narrative:
Describe event or problem field is updated.